Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level and called emergency medical services and were hospitalized on (B)(6) 2021 with blood glucose level of 590 mg/dl. The high blood glucose level of customer was 480 mg/dl. The customer also experienced chest pain at the time of the incident. The emergency medical service treated the customer with nitroglycerin, the customer was treated with insulin drip in hospital. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of the incident. The customer treated high blood glucose level using manual injection and insulin pump. The customer stated that the sensor had calibration error. The insulin pump will not be returned for analysis.